Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that a guidewire was inserted into the third port of the catheter, and resistance was felt at the catheter tip. The guidewire could not be advanced through the tip in either direction. The tip was cut open and it was revealed that there was flash from the tip obstructing the opening. It was reported that the device was occluded. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure (prior to vessel insertion), the lumen penetration was confirmed with syringe. The infusion lumen was found to be blocked, so an examination was requested. Catheter was not repaired. There was no leak. There was no connector problem. Nothing unusual observe on the device prior to use. There were no other visible defect/damage noted. There was no other products being utilized with the device. No excessive force used on the device. The insertion site was not treated prior to product placement. As a remedial action they supported by substitute product. The procedure was completed after resolving the issue. No blood loss and blood transfusion was not required. No intervention/medical treatment required as the result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.